Manufacturer narrative:
This event occurred in fin. (B)(4). On (B)(6) 2021 and in the afternoon, the customer stopped all ise testing on this analyzer. The ise was not in use until the morning of (B)(6) 2021. The field service engineer replaced various parts and performed ise cleanings and adjustments. He performed precision testing and qc with acceptable results. After service, no new incidents were reported by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for an unknown number of patients tested on a cobas 6000 c (501) module. The na electrode lot number was g2520 with an expiration date requested but not provided. The customer confirmed "no false results were reported out." The customer performed repeat testing with the samples on the same analyzer, a different c (501) module, and a gempremier 4000. On (B)(6) 2021, the customer replaced the ise electrodes. The new na electrode lot number was g2507 with an expiration date requested but not provided. The customer stated there were still differences in patient results with a different c (501) module. On (B)(6) 2021 and at 07:00, the customer replaced the ise probe and performed a patient comparison. The patient comparison results were ok. The customer provided two examples of questionable na results from (B)(6) 2021: at 11:41, patient 1's initial na result was 145.9 mmol/l. The patient's repeat na result on a different analyzer was 139.4 mmol/l. The patient's repeat na result on the initial analyzer was 140.6 mmol/l. At 12:54, patient 2's initial na result was 146.6 mmol/l. The patient's repeat na result on a different analyzer was 141.6 mmol/l.